Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead impedance value dropped. A decrease in the ventricular lead resistance value (leak) was suspected. The patient presented for an unrelated pacemaker replacement procedure on (B)(6) 2020. The physician decided that the rv lead should remain implanted. Although the threshold had been slightly increasing, no other anomalies were observed. The pulse width was enlarged. No other physical intervention was performed. The patient was stable.